Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that the ccd cable is broken or the ccd is damaged causing the scope communication error to occur. Stress, user handling, and external factors likely cause the peeling of the adhesive. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered a scope communication error due to damage to the video connector board. It was also uncovered that the adhesive on the objective lens was peeling due to deterioration or breakage caused by chemical or physical stress. Perforation of the curved rubber was observed, which prevents water tightness due to the hole in the rubber. This perforation is likely due to physical handling. Additionally, the bending angle of the angle wire was elongated and did not meet standard. It was observed that video connector is cracked due to physical handling. Lastly, scratches were observed on the following unit components: video connector, video connector case, the grip, the angle lever, the right and left lever, switch 1, light guide connector and, the light guide cover glass. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility returned an asset to the service center reporting to olympus a leak in the insertion tube of the endoeye flex deflectable videoscope. During a standard inspection and estimation of the returned device, scope communication error (b31) was present. Also, the adhesive on the objective lens was peeling, which are both reportable events. There was no patient user injury or harm reported to olympus. This MDR is being submitted to capture the reportable malfunctions found during the evaluation.